Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00966. It was reported that one of the patient¿s lead had surfaced through the skin and that the incision site was infected. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads located and t11 and t10 explanted.

Event description:
Device 2 of 5: reference MFR report: 3008829311-2017-00966; reference MFR report: 3008829311-2018-00220; reference MFR report: 3008829311-2018-00221; reference MFR report: 1627487-2018-03568. Follow up revealed that the patient's whole system was explanted.